Event description:
The customer reported that the knife blade did not cut during the procedure. There was no patient injury. The device was returned to covidien and visual inspection discovered that half of the clear insulation was missing. The customer confirmed that the clear insulation did not fall into the patient cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.